Manufacturer narrative:
The lot was manufactured between december 20, 2019 to december 21, 2019. H10: two (2) actual devices were received for evaluation. A visual inspection was performed and no fluid was found inside the bladder because the customer had cut the tubing line to drain the drug fluid out. The tubing line was reconnected and a functional flow test was performed by filling the bladder with dextrose solution. After fill, no evidence of flow was observed coming out of the white flow restrictor. The reported condition was verified. Further inspection of the flow restrictor revealed the cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot .should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had no flow prior to patient use. There was no patient involvement. No additional information is available.